Event description:
It was reported that patient pump, which was out of warranty, generated frequent altitude alarms that required clearance. No information was provided regarding impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, was in process of obtaining new device, and no further action was taken by technical support at that time.